Event description:
Email received from surgeon: "I was able to expand the implant once. But on repeated attempts at expansion the implant is failing to expand in spite of attempting the various methods suggested...I believe there is nothing wrong with the extendor because when we try to reverse it it is working and the sound on auscultation is perfect. But when we try to extend the implant after reversing the sound on auscultation is perfect at the initial part but it comes to a dead end after the same time we had reversed the implant. Kindly advise me on how to proceed as this has become a point of frustration and disappointment for both the patient, family and for me. Is it possible to expand the implant by any open technique?" Update 15sep2020 - the same jts drive unit was also used in another lengthening procedure without success. This pi has been created to investigate the jts drive unit as potential cause of the unsuccessful lengthening in pin 21070.

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by medical review. However, it was not possible to confirm that the jts drive unit failed in lengthening the implant. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: medical review confirmed that the device had only small amount of extension after almost three years in situ. Product history review: a review of the product history records could not be performed as no sn was provided. Complaint history review: there have been other 8 similar events. Conclusions: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by medical review. However, it was not possible to confirm that the jts drive unit failed in lengthening the implant. In (B)(6) 2020, the surgeon reported that after a discussion with the engineer, he was able to expand the implant once after failed attempts. Later, other repeated attempts failed despite various troubleshooting methods. The surgeon also reported that he believes there is nothing wrong with the extension mechanism because it did work in reverse and the sound on auscultation was perfect. However, when trying to extent the implant after reversing, the sound on auscultation was perfect at the initial part but it stopped after a while. The surgeon confirmed that the patient had 1cm overall extension in the past and that she currently has 2.4 cm of lld. He also reported that the extension mechanism seems to work perfectly in reverse the exact cause of the event could not be determined because further information such as pre- and post-lengthening procedures x-rays as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
Please note that this event is related to a jts drive unit, which is used in conjunction with the jts non-invasive extendible implant (k092138). An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Email received from surgeon, "I was able to expand the implant once. But on repeated attempts at expansion the implant is failing to expand in spite of attempting the various methods suggested...I believe there is nothing wrong with the extender because when we try to reverse it is working and the sound on auscultation is perfect. But when we try to extend the implant after reversing the sound on auscultation is perfect at the initial part but it comes to a dead end after the same time we had reversed the implant. Kindly advise me on how to proceed as this has become a point of frustration and disappointment for both the patient, family and for me. Is it possible to expand the implant by any open technique?" Update 15sep2020 - the same jts drive unit was also used in another lengthening procedure without success. This pi has been created to investigate the jts drive unit as potential cause of the unsuccessful lengthening in pin 21070.